Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-nov-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that main drawer 5 was not detected on the bus even after a power cycle. A field service engineer confirmed that the station was up and running with all drawers and doors closed, but a failure icon was present. The engineer rebooted the system and attempted recovery. The lights on the board for drawer 5 were not lit. The drawer controller board was replaced. The customer signed in and inventoried the medications. The station was functioning properly. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, user mentioned that drawer not detected on bus. The customer reported that the issue occurred when dispensing medications to the patient which resulted in a delay to the patient workflow. There were no adverse events or injuries reported based on this event.